Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015 from sepsis and multisystem organ failure. The patient reportedly had a driveline infection that resulted in sepsis. The pump was explanted; however a full autopsy was not performed. No further information was provided.

Manufacturer narrative:
Approximate age of device - 5 years. The device is expected to be returned for evaluation. It has not yet been received. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. It was reported that the patient expired due to multisystem organ failure and sepsis. It was stated that the sepsis was due to a driveline infection. A full autopsy was not performed. Requests for product return were issued to the customer but the product has not been returned to date. The instructions for use lists driveline infection and sepsis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.